Event description:
While removing the sheath over a wire and dilator, the sheath disconnected from the hub and became unusable. Sheath exchanged and case completed. No information was provided regarding outcome/condition of the patient.

Manufacturer narrative:
No information was provided regarding patient outcome/condition. Separates is not specifically addressed per the IFU. The device was returned in a used and damaged condition. An examination revealed that the cap had separated from the sheath with the flare intact, but no evidence of elongation. Proper connector cap size and sheath i.d (0.087) were confirmed. Additionally, the gap between the check-flo body flange and cap top was measured at approximately 0.025". Per quality control specification, the integrity of this device is 100% inspected, confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. In addition, it is verified that the coils in sheath continue into cap. The flares are also checked. An IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor for similar occurrences.